Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 65mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the diameter of the upper proximal neck is 25mm and the diameter of the aneurysm entry is 30mm. Proximal neck length by centerline is 40mm. It was reported that during the index procedure a type ia endoleak was noted. The physician added an endurant cuff however; during removal of the delivery system the physician had difficulties removing the delivery system. The physician noted that it was difficult to pull and push. The physician decided to convert the patient to open repair and all the stent graft were removed from the patient. The physician replaced the vessel with a synthetic vessel and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is doing fine.